Event description:
Add'l info rec'd from MFR on 06/17/1999: one lifestyles spermicidally lubricated condom, lot number 810908824, was subjected to standard water burst testing as well as visual inspection. No breakage, holes, weaknesses or defects were found. Review of the device history records for this lot revealed no holes, breakage or defects noted during the production of this lot. Complaint history search confirmed that no other complaints had been filed against this lot of condoms for any reason.